Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the whole spinal cord stimulator (scs) system was removed, and the explanted devices were disposed by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 7077602. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4). This report is being submitted to correct the (additional MFR narrative field (h11)) in section h, device manufacturers only. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the whole spinal cord stimulator (scs) system was removed, and the explanted devices were disposed by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.